Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092-52 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the three months after implant, the patient developed endocarditis. The implantable pulse generator (ipg) and v entricular lead were explanted. No further patient complications have been reported as a result of this event.